Event description:
Complainant alleged that during a routine preventative maintenance check, the device would not allow the defibrilllator to discharge. The complainantindicated that there was no patient involvement in the reported failure.